Event description:
The patient was seen at the center for device evaluation. Testing of the patient's device revealed high impedance values measured on all electrodes. An x-ray taken confirmed placement of the device and electrode array. The patient was seen by a company representative. Testing performed confirmed that the devce was not functioning. Explant surgery is to be scheduled.